Manufacturer narrative:
Upon visual inspection the handle displays obvious signs of heavy wear where the blade ball bearings make contact with the handle head assembly. The lot/serial # which is stamped into the head of the handle reflects 9902, which indicates the handle was manufactured in the second month of 1999, or february 1999. This handle has been in use for approximately fourteen years. The complaint has been confirmed. The actual root cause of what happened to the locking pin cannot be established with the information that has been provided. However it should be noted that these handles have been in use for approximately fourteen years, and by the visual signs of use displayed on the actual handle, it should have been rotated out of service long ago. No corrective/preventative actions will be assigned. No conclusion code available for related issue.

Event description:
The event is reported as: the dolphin handle was being prepared for the operating room tray when the clinician discovered the locking pin missing on the handle head.